Event description:
Related manufacturer report number: 2017865-2022-45316. It was reported that a patient presented with inappropriate therapy due to incorrect interpretation of signal of the implantable cardioverter defibrillator (ICD). Device interrogation revealed low defibrillation impedance on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient condition was stable.